Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Hold for om 10/11/2018.it was reported that the customer needed to press the wake button with force before the pump screen turned on. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, customer continued to use the pump for insulin therapy.